Event description:
The customer reported they observed sparking in the ventilator power cord plug when plugged in or unplugged. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician replaced the power cord for the customer's reported finding. The ventilator passed extended self testing (est).